Event description:
Injector programmed for a flow rate of 1.8 mls. During the injection, the injector arbitrarily went to 4.9 mls causing the tubing to burst at the injection site and caused damage to the patient's arm. Injector came up to the patient's arm. Injector came up in japanese on 05/29/97.